Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the endowrist one vessel sealer instrument would not engage. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis was not able verify the complaint. The instrument was placed on an in-house system and driven. The recognition and engagement passed. The grips opened and closed properly, cut test and seal test passed without issues. Failure analysis investigation also found following damages, which were not reported: instrument snake wrist cables routing through the holes on the wrist disc were broken and sticking out. No additional damage found on snake wrist and no other cables were damaged. The grips had scratches/ shavings on the surface, measuring 5.456. There appears to be light material missing. The instrument conductor wire was damaged. Conductor wire had various scratch marks and no material was missing. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional findings of the broken snake wrist cables and the grips' scratches/shavings with possible material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.